Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/06/2015 with the following findings: the battery compartment was observed to be cracked in the thread area. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The following findings are unrelated to the reported issue: evidence of a 'time and date reset' issue was observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and the bt1 internal battery component was found to be leaking and unable to hold a charge; this device failure caused the 'time and date reset' issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 07/06/2015.